Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (concentration and dose unknown) via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for catheter dye study and they could not aspirate. It was unknown if there were any environment al/external/patient factors that may have led or contributed to the issue. Troubleshooting included attempting to aspirate the catheter. The catheter could not be aspirated. No further action was taken and it was asked but unknown if surgical intervention was plan ned. The patient experienced decrease in therapy effectiveness. It was unknown if the issue was resolved and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown.